Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations premature battery depletion and low out of range pace impedance measurements.

Event description:
It was reported that an alert was observed for this patient with this device and right ventricular (rv) lead. The rv pace impedance measurements showed less than 200 ohms 2 days post implant of this new device. This patient was pacemaker dependent at that time and the physician opted to admit this patient to the hospital due to that. There was concern that the power consumption of this new device was high, confirmed via disk analysis. Ultimately, this patient underwent a revision procedure in which this device was explanted and replaced with a new device and the rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned. A supplemental report will be filed upon completion of analysis.

Event description:
It was reported that an alert was observed for this patient with this device and right ventricular (rv) lead. The rv pace impedance measurements showed less than 200 ohms 2 days post implant of this new device. This patient was pacemaker dependent at that time and the physician opted to admit this patient to the hospital due to that. There was concern that the power consumption of this new device was high, confirmed via disk analysis. Ultimately, this patient underwent a revision procedure in which this device was explanted and replaced with a new device and the rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.